Manufacturer narrative:
Electrode belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. The reported problem ("check therapy pad" messages) has been confirmed. Upon evaluation, there was an intermittent open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The cause for the reported "check therapy pad" messages was the intermittent open pulse wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent 'check therapy pad" messages.